Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer wanted to know how to resolve this issue. The customer stated that he was in the process of flashing the unit when it power down. And now this is the code he's getting. 110.5020. I explain to the customer that he needed to re flash the (B)(4). I also explain to the customer that if that doesn't correct the problem then he's going to have to replace the logic board. Customer said that he was going to re flash the (B)(4) and if he comes up with any problem then he's going to call back. I stated ok and ended the call.